Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A physician reported that during a procedure the aspiration was low. The handpiece and cassette were exchanged with out resolution to the issue. Patient impact is unknown.

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received form the surgeon. During a cataract extraction with intraocular lens implant procedure the nucleus of the cataract could not be aspirated in cortex mode. The handpiece was exchanged with no resolution to the issue. The cassette was exchanged with partial resolution of the issue.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient impact was previously reported as impact unknown. The surgeon reported that there was no patient impact.